Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the physician was attempting to post dilate the stent. The balloon would not inflate.

Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. On initial inspection the device in question was fully intact. The shaft 30cm from the strain relief had been very damaged and stretched. The stent was in its original crimped position and showed no signs of inflation. The balloon was fully intact and appeared to have not seen any tensile loading due to a forced withdrawal of the device from the introducer sheath. The deformity of the extruded catheter shaft prevented a guidewire from being inserted through the length of the catheter. In an attempt to assess the condition of the inflation characteristics of the device, a 20cc syringe was attached to the inflation port of the manifold. The device was prepped per the instructions for use. The delivery system was pressurized to 8atm. The stent deployed properly and there were no leaks detected. The balloon, with the stent still in place was pressurized to 12atm. Again with no leaks noted. The introducer sheath used in the case was not returned. The instructions for use provided with the v12 product warn the user of the following, "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. The results of the manifold to shaft tensile test indicate that the lowest shaft break force was 8.12 lbs. All 59 quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.